Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Clinical study patient ID: (B)(6), r649665901. It was reported that on (B)(6) 2021, a 25 mm amplatzer pfo occluder was successfully implanted. On an unknown date, atrial fibrillation (afib) with rapid ventricular response (rvr) was detected during remote monitoring on the patients implantable loop recorder. On (B)(6) 2021, the patient began experiencing symptoms of chest pain and fatigue associated with the afib episodes. On (B)(6) 2022, the patient presented to the ER due to their symptoms and further investigations were performed, including echo, troponins, and a stress test. The patient was started on metoprolol and oral anticoagulation with eliquis.

Event description:
Clinical study patient ID: (B)(4) pfo occluder pas, (B)(4). It was reported that on (B)(6) 2021, a 25 mm amplatzer pfo occluder was successfully implanted. On an unknown date, atrial fibrillation (afib) with rapid ventricular response (rvr) was detected during remote monitoring on the patients implantable loop recorder. On (B)(6) 2021, the patient began experiencing symptoms of chest pain and fatigue associated with the afib episodes. On (B)(6) 2022, the patient presented to the ER due to their symptoms and further investigations were performed, including echo, troponins, and a stress test. The patient was started on metoprolol and oral anticoagulation with eliquis.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Additional information: event.

Event description:
Additional information received indicating that the patient began experiencing atrial fibrillation episodes on (B)(6) 2021.

Manufacturer narrative:
An event of "atrial fibrillation (afib) with rapid ventricular response (rvr)", chest pain and fatigue was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.